Manufacturer narrative:
Investigation of the arkon anesthesia system by spacelabs confirmed that the system passed all pre-operative checks and tests conducted by the customer¿s biomed. The gas sampling that was performed at the time of the incident was inappropriate for this patient as it ¿may add dead space to the patient circuit¿ per the safety information warning in the user manual. The system performed to specifications. Spacelabs provided additional onsite clinical training for the use of the arkon pediatric requirements and ventilation settings. This investigation is considered complete and this particular issue closed.

Manufacturer narrative:
In an abundance of caution, spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 an arkon anesthesia machine was not ventilating an infant patient properly during a case. No one was injured as a result of this event.